Manufacturer narrative:
The calibration performed on (B)(6) 2022 did not indicate an issue. The qcs were within the customer¿s established ranges. The sample was collected on (B)(6) 2022 and was placed in a lithium heparinized tube. The sample was centrifuged for 3 minutes at 8500 rpm. The investigation determined that the centrifuge time may be too short and the speed may be too high as per the tube manufacturer¿s recommendations. The alarm trace indicated multiple abnormal probe sucking alarms and sample short alarms close to the time of the event. This is an indication of poor sample quality. On (B)(6) 2022, the customer noted an issue with the sample probe due to a high number of fibrous samples. Upon the customer's reinstallation of the sample probe, the customer placed the cell cover incorrectly causing plastic shavings to accumulate on top of the cells. The customer was instructed to replace the sample probe and cells. They were also instructed to properly place the cell cover. The customer verified the instrument's performance by running calibration, qc, and patient comparisons with acceptable results. The issue was not resolved. On 20-mar-2022, the field service engineer (fse) inspected the instrument and concluded that there was a component failure in one of the reagent probes. The tip of the probe had reagent cap material jammed inside. The fse resolved this issue by replacing the reagent probe. The customer verified the instrument's performance by running calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for 5 to 6 patient samples tested on a cobas 6000 c501 (ul) v. The reporter stated that they are having an issue with glucose results with critical values and then repeating normally. The reporter was able to provide 3 examples of questionable results. For sample 1, the initial result was not reported outside of the laboratory. The customer realized that there may be an issue with the glucose testing and repeated the sample. The repeat result was deemed correct. Sample 1 had an initial result of 38 mg/dl. The repeat result was 108 mg/dl. For sample 2, the initial result was reported outside of the laboratory. The initial sample was rerun on the module. The repeat result was deemed correct. The result was confirmed by point of care (poc) testing. Sample 2 had an initial result of 32 mg/dl. The repeat result was 283 mg/dl. The result using poc testing was 282 mg/dl. For sample 3, the initial result was reported outside of the laboratory. The initial sample was rerun on another c 501. The repeat result was deemed correct. Sample 3 had an initial result from the module of 26 mg/dl. The repeat result from the other c 501 was 230 mg/dl. The reagent lot number is 58644201 with an expiration date of 31-jan-2023.